Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that, ¿in the first shot the device has a small fault, but it finally performed the shot.¿ does this mean that the device was difficult to fire? If no, please explain. It was reported that on the second firing, the device cut, but did not staple and ¿and bouncing all the hooks.¿ please clarify what is meant by ¿and bouncing all the hooks.¿ were there any patient consequences? If yes please describe.

Event description:
It was reported that during a laparoscopic surgery of rectum resection, it was used the cutter and stapler device but in the first shot the device has a small fault, but it finally performed the shot. When the second shot was performed the device did not staple the tissue and it remained open. The surgeon asked to open another stapler. In surgery, a reload of the device cut but it did not staple the tissue and bouncing all the hooks. There were no patient consequences reported. The device was discarded.